Manufacturer narrative:
The customer reported that quality control testing was carried out on the day of the reported event, and the results were as expected. The customer reported that they had replaced all fluids on their ortho vision ID-mts analyzer, repeated daily maintenance and repeated all patient /qc testing, and all results were as expected/the same results obtained prior to repeat testing. Ortho gtsc has advised the customer to perform weekly maintenance again to ensure methanol is completely flushed from the system. No further investigation was performed for this incident. The assignable cause of the incorrect fluid used on the customers analyzer is user error, associated with the operator accidently utilizing 100% methanol in place of saline. There was no evidence of any systematic failure of the ortho clinical diagnostics analyzer to perform as intended. No general failure of the ortho vision analyzer has been identified. No further complaints of this type have been received from the customer site since the time of the reported event.

Event description:
Cms (B)(4) windchill ra609055 on (B)(6) 2025, a customer contacted the ortho global technical solution centre (gtsc) to report that they suspected an operator had used 100% methanol for weekly maintenance in place of saline by mistake on their ortho vision ID-mts analyzer (B)(6). Date of event: 27 january 2025 awareness date: 28 january 2025 complainant/complaint reporter: maribel cordero, blood bank supervisor reported on (B)(6) 2025 by the customer to the ortho gtsc. System fluids: expected - saline actual (suspected) - 100% methanol the customer reported that, on (B)(6) 2025, they had noticed an empty box of 100% methanol underneath their ortho vision ID-mts analyzer, which looked similar to the box containing saline which are used for weekly maintenance. The customer reported that they suspected an operator had used the 100% methanol by mistake for weekly maintenance on their analyzer. The customer reported that no erroneous results were obtained, and no biased results had been reported to the physician. The customer reported that no patient had been harmed as a result of the reported event.